Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5: date of implantation is an unknown date in 2001. D9: complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent a left hip revision on (B)(6) 2023, following a dislocation. Surgical delay is unknown. This report is for an s-rom*head femoral cocr 28+0. This is report 1 of 1 for (B)(4).

Event description:
It was reported, that the patient was implanted with srom hip back in 2001 by surgeon. The surgeon was not sure of the exact implant date, as he didn¿t have access to previous medical records, that far back. He said the patient, had previous dislocations and he felt, they would benefit from a cup revision and implanting of a dual mobility construct. He opted to use the zimmer biomet acetabular system in the revision. All that was required of us was a new femoral head for the srom stem. The acetabular cup that was removed was a stryker cup. So no information needed for that. The hip was found to be stable after revision. And the closing process began. Activity level? Yes. Doi: 2001, dor: (B)(4) 2023. Affected side: left hip.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: an analysis of the product could not be performed, since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed, as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information, monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.